Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited pauses for less than 2 seconds and pacing inhibition. During this device change procedure, the physician unhooked the this right ventricular (rv) lead to put into new device and noticed that there was no pacing. Technical services (ts) stated that by unhooking the rv lead, the device sensed something and inhibited lv pacing. The physician then plugged this rv lead back into the old device right away. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).